Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer followed technical support's instructions to troubleshoot the issue, which included steps such as disconnecting tubing and delivering boluses. Ultimately, the customer was instructed to replace supplies and resume insulin therapy.